Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) had high pacing impedance, high capture thresholds, and was over-sensing noise. The patient was asymptomatic. No changes were made. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5145949.